Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump where the "select" button of the channel c pump head module keypad was inoperative was confirmed and duplicated during device evaluation. The root cause was determined to be fluid ingress. The channel c pump head module keypad was replaced to correct the reported condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module master software version 5.48.92. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The device was returned to baxter turkey and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported, to baxter (B)(6), a colleague infusion pump where the "select" button of the channel c pump head module keypad was inoperative. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. According to the facility representative, there was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.